Manufacturer narrative:
Post market vigilance led an evaluation of one single lapro-clip 12 mm. The event report alleges the product was used in a surgical procedure. Visual examination of the cartridge noted that the clip was fully formed but not completely deployed. Since the clinical instrument was not received the loading unit was loaded into a pmv representative instrument and fired; the pusher advanced properly and deployed the clip. Replication of the clip not fully deployed condition may occur if the trigger of the instrument is not fully actuated releasing the clip from the cartridge. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Based on the evidence available the reported condition was confirmed. The file will be closed as misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic low anterior resection. On the first firing, the clip was not placed to the root of the inferior mesenteric artery (ima). The procedure was completed with another device. The status of the patient is no injury.